Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the leak was coming from the seals of the generator sight glass. As the sight glass was damaged this allowed water to leak onto the unit, subsequently causing the reported event. To resolve the issue the technician made the necessary repairs. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported a water leak from their amsco 600 sterilizer. No report of injury.